Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation and anxiety-product/procedure was received on march 25, 2021 with lot number 1818768. Visual analysis of the returned device identified: white particles inside the device, wear abrasion, crease fold and opening. A microscopic analysis was performed which identify a opening sharp patch/shell bond edge, and punctured in the diagram valve the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a opening sharp in the patch/shell bond edge side assessed as unidentified (tear) opening. A puncture opening on diagram valve assessed as to surgical damage like.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.